Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading, and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 80, 114, and 186 mg/dl, and the meter bg readings were 140, 140 and 142 mg/dl, respectively. No additional patient, or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.